Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacture representative (rep). It was reported the patient had no other urinary tract infections (utis) were reported in the study and there was no baseline history of utis. The hcp reported the cause of the uti was not determined. The hcp stated the it was unknown if the uti was related to the patient¿s underlying urinary dysfunction. The hcp stated it was unknown if the uti was related to the device or therapy. The hcp stated the actions taken to resolve the uti was medication were given on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had urgency frequency. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming. Interventions included reprogramming the therapy to 3 positive, 0 and 1 negative. It was noted that the event was ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the therapy was reprogrammed and changed on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that medications ¿ levaquin 500 mg and mac rodantin 50 mg ¿ were administered, the event was due to an uti, and the frequency and urgency improved and the event resolved without sequelae as of (B)(6) 2018 after treatment for the uti. No further complications were reported/anticipated.